Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side rupture. MRI report additionally noted "possible enhancing mass in the right breast." The event of "mass in the right breast" is considered not device related. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27mar2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 23apr2024.

Event description:
Physician reported right side rupture. MRI report additionally noted "possible enhancing mass in the right breast." The event of "mass in the right breast" is considered not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). Lump/nodule: unable to observe, as it is not related to the device. Additional observations: stress marks observed. Are assessed, as non-penetrating nick. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, right side rupture. MRI report, additionally noted, "possible enhancing mass in the right breast". The event of "mass, in the right breast" is considered not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported right side rupture. MRI report additionally noted "possible enhancing mass in the right breast." The event of "mass in the right breast" is considered not device related. The device has been explanted.